Event description:
Additional information was received from the physicians office that there was no dysfunction of the device and the doctor just meant there was low battery and the diagnostics were all within normal limits. The patients device was replaced due to battery depletion. Return of the explanted device is not necessary as it was confirmed there was no identified malfunction of the device.

Manufacturer narrative:
H3. Code 81; device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that there was a device dysfunction and the patient was referred for generator replacement. No other relevant information has been received to date. No known surgical intervention has occurred to date.